Manufacturer narrative:
(B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced a breach in aseptic technique which resulted in peritonitis while performing peritoneal dialysis therapy. The breach in aseptic technique was further described as "unhygienic condition" (not further specified). It was unknown if the patient was hospitalized for the event. The patient was treated with reflin (1 g; route, frequency and duration not reported), fortum (1 g; route, frequency and duration not reported), and heparin (1000 units; route, frequency and duration not reported) for peritonitis. Dianeal therapy remained ongoing. At the time of this report, the patient had recovered. On an unreported date, the patient was retrained on proper aseptic technique. No additional information is available.